Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate auto mode switching with possible induction of af was observed. Analysis of the egms showed some true af, but also some competitive atrial pacing with one instance of possible induced af. Patient has true af so it is difficult to determine whether it was induced by atrial pacing or if it intrinsically developed. Patient did have a stored episode of pmt. Programming changes were recommended. The patient is not seen in clinic yet, so no programming changes were made.